Event description:
A patient underwent hydrus microstent implantation in early (B)(6) 2022. During implantation, the surgeon noted the stent was positioned posteriorly with the inlet rotated inferiorly; after attempted removal with the delivery cannula and mst forceps, she opted to leave the stent in position due to concerns about a possible cyclodialysis cleft. At 1-day and 1-week post-operative visit, the iop was 8mmhg (unmedicated) with a deep anterior chamber and good visual acuity. At the 2-week post-operative visit, the iop was 40mmhg and the patient was placed on the previous iop-lowering medication and diamox, and a steroid medication taper was initiated due to a potential steroid response. Subsequently, the iop was 21mmhg (unknown date). At the 4-week follow-up visit, the patient reported blurry vision upon awakening which subsided within an hour. The va was 20/25, cornea clear, and residual inflammation with the microstent inlet touching the iris. Given moderate-stage glaucoma, the surgeon is considering a tube shunt and inquired about explantation.

Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop, cyclodialysis cleft, inflammation, and microstent-iris touch are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).